Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that she experienced bloating, mild spotting, vaginal discharge, pain in her pelvic area and recurring infections after tampon usage. She stated that she purchased tampons in (B)(6) 2011. Shortly after tampon usage she experienced these symptoms. Her doctor ran a series of tests and she was eventually diagnosed with bacterial vaginosis. Her doctor prescribed antibiotics for treatment. After several days, she did not feel relief and revisited her doctor. The doctor performed a pelvic exam and diagnosed her with pelvic inflammatory disease. She was prescribed doxycycline, metronidazole gel and an injection of rocephin. She did experience some relief, but did not feel completely relieved. She visited her doctor for an annual exam on (B)(6) 2013 and was diagnosed with bacterial vaginosis. She stated that she is experiencing slight pain in her pelvic area and mild cramps. Her doctor re-prescribed antibiotics. She is planning to follow-up with her doctor.